Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during endoscopic retrograde cholangiopancreatography (ercp) with pancreatoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when using the spyscope ds in the pancreatic duct, it was noticed that the working channel sleeve protruded. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.